Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On (B)(6) 2024, it was reported that the patient reportedly was getting low cgm and did not check the bg. It was not documented whether she had symptom. She self treated with carbohydrates and developed weakness and vomiting. She checked the bg which was around 390 mg/dl. She attempted to self treat with insulin via the tandem pump, but could not manage her symptoms. She went to the emergency department and was treated with unspecified IV, and discharged in less than 24 hours. She was fine at the time of the report 6 months later. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.